Event description:
On (B)(6) 2 fr single lumen vygon PICC line (lot#: 25g035d, exp: 2028-07/31) placed in the right saphenous on (B)(6) 2026 at 12:05pm. PICC note states, "PICC line placed under sterile procedure, skin prep with chlorhexidine. 2 fr vygon lot#: 25g035d, expiration date: 2028-07-31. Small amount of bleeding noted. 2 sticks, 5 x-rays plus one cross table lateral for lower extremity PICC placement. Total length 26 cm, internal 22 cm, external 4 cm. Line placement confirmed by x-ray by nnp. Secure port glue applied to insertion site. Line dressed with sterile transparent dressing." Through the duration of the use of the line, PICC line dressing changed x3, but edges of PICC line dressing were reinforced x5. On (B)(6) 2026, window of sorbaview dressing noted to be torn (see sn: (B)(6) but were unable to determine the duration of this tear. PICC line was not noted to be leaking when the dressing was changed on (B)(6) 2026 at 1745. At approximately 1930, some wetness was noted under the dressing. Dressing was removed, and PICC line was inspected. Fluid noted to be coming out via the junction between the line and the wings. Upon removal, PICC line did not have excess glue tracking up the line. Surgical broviac placed a few days after this event. Patient received a piv then a broviac. Patient outcome: no harm.

Manufacturer narrative:
Upon receipt of the sample an investigation n will be completed and the results will be forwarded in a follow up MDR.